Manufacturer narrative:
The cause for the falsely elevated advia centaur ca 19-9 result on a patient sample is unknown. Siemens is investigating. The limitations section of the instructions for use (IFU) states the following: "warning" "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Note" "do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
A falsely elevated advia centaur ca 19-9 result was obtained by the customer on a patient sample. The physician informed the customer that the elevated result precipitated a visit to a specialist and further investigation for cancer, all of which were normal. The patient was redrawn, tested at another laboratory and alternate ca 19-9 test method, and the result was lower. The redrawn sample tested at the other laboratory was tested at this customer site, and the advia centaur ca 19-9 result was elevated. Additional dilution and heterophilic blocking tube (hbt) testing was performed on the new redrawn sample. The diluted results were lower than the neat result, and the hbt result was higher. There are no known reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur ca 19-9 result, however the patient was concerned psychologically over the further investigation for cancer.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00058 on 03/23/2017 for a falsely elevated advia centaur ca 19-9 result obtained on a patient sample. On 03/29/2017 - additional information: based on the information provided, the cause for the falsely elevated advia centaur ca 19-9 patient result is unknown. After treatment with a heterophilic blocking tube (hbt), the discrepant sample recovered higher (466 u/ml) with the advia centaur ca 19-9 assay, not lower, which is the opposite of what should happen if heterophilic antibodies are causing an elevated result. A non-discrepant ca 19-9 quality control sample treated with an hbt did not show a significant change in recovery (234 u/ml before, 249 u/ml after). Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophilic antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. The laboratory procedures generally used to identify the presence of interfering antibody are serial dilutions to demonstrate a nonlinear response. The nonlinear recovery the customer is seeing when diluting the sample indicates there is most likely an unknown substance in the patient sample that is interfering with the advia centaur ca19-9 assay. Treatment with an hbt rules out heterophilic antibodies. The limitations section of the instructions for use (IFU) states the following: "warning" "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Note" "do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." The instrument is performing within specifications. No further evaluation of the device is required.